Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic procedure. Reportedly, a suture break occurred. A second proglide device was used and a cuff miss was noted. Another proglide device was used and a suture break occurred. A non- abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The operator is reportedly in- training in the use of the proglide device. No additional information was provided.